Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-12-20 information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported ins does not work and has not worked for many years: the battery died many years ago. It lasted a little over a year. It died about 2015. The therapy was ineffective for pain. The patient never went back to healthcare provider (hcp). His pain disappeared. The is now needs an MRI because he had an injury to r ankle and has a bone problem in r ankle. The patient needs a card stating that his device is MRI compatible. It was reviewed we can send out a card which will state MRI conditional. It was reviewed the patient needs to be able to go into MRI mode. The patient mentioned his previous ins was replaced so he would be MRI eligible. The patient does not have a recharger and patient programmer. It was reviewed the patient will not be able to go into MRI mode if ins is dead. The patient was redirected to hcp. The patient will follow-up with hcp to discuss if they can jump start the battery or remo ve the system. No further complications were reported/anticipated. On 2020-jan-14 additional information was received from the hcp. It was reported that patient may have lost his programmer. Patient said the scs no longer works and he doesn't get stimulation. Later, the hcp reported that the patient has not used or charged since 6 months post implant because the patient was not receiving therapy benefit. Patient is to have the system removed this week. No further complications were reported.